Manufacturer narrative:
While there is no evidence based on the available information, it may be possible that there were some underlying health conditions that could have predisposed the patient to arrhythmias and having already had a pacemaker. The root cause of the reported event cannot be conclusively determined; though, clinical factors that may have contributed include the patient's previous medical history, clinical status, and related comorbidities. From all indications the device operated within specifications and as intended with no indication of any device performance issues contributing to the event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Many heart failure patients will have permanent pacemakers and internal defibrillators in place by the time an lvad is implanted. These devices are often needed in the early postoperative period. Cardiac arrhythmias are known potential complications associated with all patients implanted with vads. The instructions for use (IFU) addresses guidelines for optimal patient management including having adequate and stable preload available. Device remains implanted.

Event description:
It was reported that on (B)(6) 2015 the patient complaining of feeling palpitations/flutter in chest wall for the last few day. The patient states that the sensation is not associated with any other symptoms. The patient went in to have the device interrogated finding a-fib/flutter with heart rate over 150s at times and was subsequently admitted for further evaluation the next day. Electrophysiology was consulted and the patient was cardioverted on (B)(6) 2015 and started on amiodarone 400mg oral three time per day. Multiple ekgs done on (B)(6) 2015 showed atrial fib wi rvr and (B)(6) 2015 pre-cardioversion showed atrial fib. Post-cardioversion on (B)(6) 2016 showed normal sinus rhythm and normal sinus rhythm on (B)(6) 2015. The patient was discharged.